Manufacturer narrative:
E1: patient city: (B)(6), patient country: spain. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set detachment event on (B)(6) 2026. The site of detachment was close to the site location. The insertion site was the left side, and the infusion set was in use for two days. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.